Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), headache ("severe headache") and infection ("infection"). The patient was treated with surgery (underwent a hysterectomy, bilateral salpingectomy, lysis of adhesions and cystoscopy). At the time of the report, the pelvic pain, menstrual disorder, headache and infection outcome was unknown. The reporter considered headache, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection: pid') and pelvic pain ('pelvic pain/pain: pelvic area') in a 24-year-old female patient who had essure (batch no. R1309901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian surgery in 2010, vaginal bleeding, menorrhagia, pelvic pain, chlamydial infection, cesarean section, ovarian mass, pre-eclampsia, headache, gestational hypertension, edema, nabothian cyst and dysmenorrhea. Previously administered products included for an unreported indication: microgestin fe from (B)(6) 2014 to (B)(6) 2014, nsaids on (B)(6) 2014 and acetaminophen on (B)(6) 2014. Concurrent conditions included adnexal mass, ovarian cyst, cervicitis and menometrorrhagia. Concomitant products included salbutamol (albuterol) since 1989 for asthma as well as ethinylestradiol;norethisterone acetate (microgestin) until (B)(6) 2014, ibuprofen from (B)(6) 2017 to (B)(6) 2017, nifedipine since (B)(6) 2014 and sennoside a+b from 29-dec-2017 to 29-jan-2018. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"), 1 month 14 days after insertion of essure. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines/headaches") and nausea ("nausea"). On (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and headache ("severe headache") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, morphine and surgery (hysterectomy, bilateral salpingectomy, lysis of adhesions and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, menstrual disorder, headache, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, migraine, nausea, depression, anxiety and weight increased outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 230 lbs. Insertion detail: hysteroscopic insertion of bilateral essure 505 study fallopian tube micro inserts (sic). (B)(6) 2017, surgical pathology report: uterus: secretory endometrium, no polyp or hyperplasia, focal adenomyosis. Mild chronic cervicitis and benign nabothian cysts. Bilateral fallopian tubes with cornual metallic coils and small benign paratubal cyst. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound scan - on (B)(6) 2014: bilateral essure visualized. Right essure in optimal position. Left essure could not be visualized after crossing the cornua, possibly coiled behind uterus.; on (B)(6) 2015: uterus normal size and shape. Endometrium is normal and thickness is 2.5 mm. Right ovary normal. Left ovary normal. No fluid in the pelvis. Essure coils in place.; on (B)(6) 2017: echogenic focus near bilateral fallopian tubes consistent with essure device.. Ultrasound scan vagina - on (B)(6) 2014: endometrium has normal appearance and thickness. Essure coils seen in appropriate position. No free fluid in cul-de-sac. Right ovary normal appearance. Left adnexal cystic mass. Single cyst with debris consistent with possible hemorrhagic cyst. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: nausea, anxiety, depression, weight gain, pelvic pain, pid (pelvic inflammatory disease), most recent follow-up information incorporated above includes: on 30-jul-2019: plaintiff fact sheet and medical record received. Events¿ infection: pid (pelvic inflammatory disease) previously reported as infection; abnormal bleeding (vaginal, menorrhagia); dyspareunia (painful sexual intercourse); fatigue, migraines/headaches, nausea, depression, mental anguish and weight gain¿ were added. Reporter, demographics, medical history, historical medications; concurrent conditions lab data, essure indication (amended), essure removal date, concomitant medications were added. Event ¿pain: pelvic pain¿ outcome was updated to recovering/resolving. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection: pid'), pelvic pain ('pelvic pain/pain: pelvic area,chronic') and genital haemorrhage ('general abnormal bleeding') in a 24-year-old female patient who had essure (batch no. R1309901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian surgery in 2010, vaginal bleeding, menorrhagia, pelvic pain, chlamydial infection, cesarean section, ovarian mass, pre-eclampsia, headache, gestational hypertension, edema, nabothian cyst and dysmenorrhea. Previously administered products included for an unreported indication: microgestin fe from 12-feb-2014 to 19-mar-2014, nsaids on (B)(6) 2014 and acetaminophen on 19-mar-2014. Concurrent conditions included adnexal mass, ovarian cyst, cervicitis and menometrorrhagia. Concomitant products included salbutamol (albuterol) since 1989 for asthma as well as docusate;senna alexandrina (docusate;senna) from 29-dec-2017 to 29-jan-2018, ethinylestradiol;norethisterone acetate (microgestin) until (B)(6) 2014, ibuprofen from 23-oct-2017 to 29-dec-2017 and nifedipine since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On 1-may-2014, the patient experienced depression ("psychological or psychiatric problems: depression/ psych injury") and anxiety ("mental anguish"), 1 month 14 days after insertion of essure. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)"). In september 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines/headaches") and nausea ("nausea"). On (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), headache ("severe headache"), abdominal pain ("abdominal pain chronic"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain") and vaginal infection ("bladder / urinary problems ¿ vag. Infect") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, morphine and surgery (hysterectomy, bilateral salpingectomy, lysis of adhesions and cystoscopy). Essure was removed on (B)(6) 2017 at the time of the report, the pelvic inflammatory disease, menstrual disorder, headache, vaginal haemorrhage, dyspareunia, fatigue, migraine, nausea, depression, anxiety and weight increased outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, back pain and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: 230 lbs. Insertion detail: hysteroscopic insertion of bilateral essure 505 study fallopian tube micro inserts (sic). (B)(6) 2017, surgical pathology report: uterus: secretory endometrium, no polyp or hyperplasia, focal adenomyosis. Mild chronic cervicitis and benign nabothian cysts. Bilateral fallopian tubes with cornual metallic coils and small benign paratubal cyst. Plaintiffs received treatment for pelvic pain, abdominal pain, dysmennorhea (cramping), back pain, menorrhagia, general abnormal bleeding, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound scan - on (B)(6) 2014: bilateral essure visualized. Right essure in optimal position. Left essure could not be visualized after crossing the cornua, possibly coiled behind uterus.; on (B)(6) 2015: uterus normal size and shape. Endometrium is normal and thickness is 2.5 mm. Right ovary normal. Left ovary normal. No fluid in the pelvis. Essure coils in place.; on (B)(6) 2017: echogenic focus near bilateral fallopian tubes consistent with essure device.. Ultrasound scan vagina - on (B)(6) 2014: endometrium has normal appearance and thickness. Essure coils seen in appropriate position. No free fluid in cul-de-sac. Right ovary normal appearance. Left adnexal cystic mass. Single cyst with debris consistent with possible hemorrhagic cyst. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: nausea, anxiety, depression, weight gain, pelvic pain, pid (pelvic inflammatory disease), most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain, dysmennorhea (cramping), back pain, general abnormal bleeding, vaginal infection. Events outcome were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection: pid') and pelvic pain ('pelvic pain/pain: pelvic area, chronic') in a 24-year-old female patient who had essure (batch no. R1309901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian surgery in 2010, vaginal bleeding, menorrhagia, pelvic pain, chlamydial infection, cesarean section, ovarian mass, pre-eclampsia, headache, gestational hypertension, edema, nabothian cyst and dysmenorrhea. Previously administered products included for an unreported indication: microgestin fe from (B)(6) 2014 to (B)(6) 2014, nsaids on (B)(6) 2014 and acetaminophen on (B)(6) 2014. Concurrent conditions included adnexal mass, ovarian cyst, cervicitis and menometrorrhagia. Concomitant products included salbutamol (albuterol) since 1989 for asthma as well as docusate;senna alexandrina (docusate;senna) from (B)(6) 2017 to (B)(6) 2018, ethinylestradiol;norethisterone acetate (microgestin) until (B)(6) 2014, ibuprofen from (B)(6) 2017 to (B)(6) 2017 and nifedipine since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems: depression/ psych injury") and anxiety ("mental anguish"), 1 month 14 days after insertion of essure. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines/headaches") and nausea ("nausea"). On (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), menstrual disorder ("menstruation issues"), headache ("severe headache"), abdominal pain ("abdominal pain chronic"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), vaginal infection ("bladder / urinary problems ¿ vag. Infect"), bladder disorder ("bladder / urinary") and urinary tract disorder ("bladder / urinary") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, morphine and surgery (hysterectomy, bilateral salpingectomy, lysis of adhesions and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, menstrual disorder, headache, vaginal haemorrhage, dyspareunia, fatigue, migraine, nausea, depression, anxiety and weight increased outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, back pain, vaginal infection, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic inflammatory disease, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: 230 lbs. Insertion detail: hysteroscopic insertion of bilateral essure 505 study fallopian tube micro inserts (sic). (B)(6) 2017, surgical pathology report: uterus: secretory endometrium, no polyp or hyperplasia, focal adenomyosis. Mild chronic cervicitis and benign nabothian cysts. Bilateral fallopian tubes with cornual metallic coils and small benign paratubal cyst. Plaintiffs received treatment for pelvic pain, abdominal pain, dysmennorhea (cramping), back pain, menorrhagia, general abnormal bleeding, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound scan - on (B)(6) 2014: bilateral essure visualized. Right essure in optimal position. Left essure could not be visualized after crossing the cornua, possibly coiled behind uterus.; on (B)(6) 2015: uterus normal size and shape. Endometrium is normal and thickness is 2.5 mm. Right ovary normal. Left ovary normal. No fluid in the pelvis. Essure coils in place.; on (B)(6) 2017: echogenic focus near bilateral fallopian tubes consistent with essure device. Ultrasound scan vagina - on (B)(6) 2014: endometrium has normal appearance and thickness. Essure coils seen in appropriate position. No free fluid in cul-de-sac. Right ovary normal appearance. Left adnexal cystic mass. Single cyst with debris consistent with possible hemorrhagic cyst. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: nausea, anxiety, depression, weight gain, pelvic pain, pid (pelvic inflammatory disease). Lot number: r1309901 manufacture date: 2013/04 expiration date: 2014/04. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Events added from pfs- bladder / urinary. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection: pid'), pelvic pain ('pelvic pain/pain: pelvic area,chronic') and genital haemorrhage ('general abnormal bleeding') in a 24-year-old female patient who had essure (batch no. R1309901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian surgery in 2010, vaginal bleeding, menorrhagia, pelvic pain, chlamydial infection, cesarean section, ovarian mass, pre-eclampsia, headache, gestational hypertension, edema, nabothian cyst and dysmenorrhea. Previously administered products included for an unreported indication: microgestin fe from (B)(6)2014 to (B)(6)2014, nsaids on (B)(6)2014 and acetaminophen on (B)(6)2014. Concurrent conditions included adnexal mass, ovarian cyst, cervicitis and menometrorrhagia. Concomitant products included salbutamol (albuterol) since 1989 for asthma as well as docusate;senna alexandrina (docusate;senna) from (B)(6)2017 to (B)(6)2018, ethinylestradiol;norethisterone acetate (microgestin) until (B)(6)2014, ibuprofen from (B)(6)2017 to (B)(6)2017 and nifedipine since (B)(6)2014. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced depression ("psychological or psychiatric problems: depression/ psych injury") and anxiety ("mental anguish"), 1 month 14 days after insertion of essure. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)"). In (B)(6)2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines/headaches") and nausea ("nausea"). On (B)(6)2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), headache ("severe headache"), abdominal pain ("abdominal pain chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain") and vaginal infection ("bladder / urinary problems ¿ vag. Infect") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, morphine and surgery (hysterectomy, bilateral salpingectomy, lysis of adhesions and cystoscopy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic inflammatory disease, menstrual disorder, headache, vaginal haemorrhage, dyspareunia, fatigue, migraine, nausea, depression, anxiety and weight increased outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, back pain and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: 230 lbs. Insertion detail: hysteroscopic insertion of bilateral essure 505 study fallopian tube micro inserts (sic). (B)(6)2017, surgical pathology report: uterus: secretory endometrium, no polyp or hyperplasia, focal adenomyosis. Mild chronic cervicitis and benign nabothian cysts. Bilateral fallopian tubes with cornual metallic coils and small benign paratubal cyst. Plaintiffs received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia, general abnormal bleeding, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Hysterosalpingogram - on (B)(6)2014: total bilateral occlusion. Ultrasound scan - on (B)(6)-2014: bilateral essure visualized. Right essure in optimal position. Left essure could not be visualized after crossing the cornua, possibly coiled behind uterus.; on (B)(6)-2015: uterus normal size and shape. Endometrium is normal and thickness is 2.5 mm. Right ovary normal. Left ovary normal. No fluid in the pelvis. Essure coils in place.; on (B)(6)2017: echogenic focus near bilateral fallopian tubes consistent with essure device.. Ultrasound scan vagina - on (B)(6)2014: endometrium has normal appearance and thickness. Essure coils seen in appropriate position. No free fluid in cul-de-sac. Right ovary normal appearance. Left adnexal cystic mass. Single cyst with debris consistent with possible hemorrhagic cyst. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: nausea, anxiety, depression, weight gain, pelvic pain, pid (pelvic inflammatory disease), lot number: r1309901 manufacture date: 2013/04 expiration date: 2014/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.